Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post-operatively that the right atrial (ra) and right ventricular (rv) leads exhibited placement difficulty and had dislodged. The ra lead had fallen into the right ventricle and the rv lead had fallen into apex. Both the ra and rv leads were revised and remain in use. No patient complications have been reported as a result of this event.